Event description:
It was reported to philips that the c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular procedure, which was completed with a delay of 20-30 minutes due to several reboots and troubleshooting. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm was unable to move. Upon troubleshooting, the rse found that the system was generating an error related to c-arm. The rse determined that the c-arm was outside of the boundary field, leading to generate the error message. To resolve the reported issue, the rse guided the customer to manually move the c-arm back into the field. After manually moved back to the field, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.